Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the lamp of the system needs to be changed. The timing of the event and whether a patient was involved is not known at this time.

Manufacturer narrative:
The company service representative examined the system and found the lamp to be at 400 lamp hours. The xenon lamp was replaced. The lamp was tested and the output met specifications. The system was manufactured on august 6, 2015. Based on qa assessment, the product met specifications at the time of release. The system was examined and found the lamp to have reached its rated life at 400 lamp hours. The system is designed to indicate to the user the number of lamp hours used and display system message (sm) ¿the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service¿ when the lamp has reached its max rated life of 400 hours. The sm is an advisory for the user to replace the lamp after it has reached 400 hours and can be cleared by the user pressing a button on the screen. As the lamp is rated for 400 hours of use, after this time the lamp¿s performance may decrease; however, the lamp can still be used after this system message is acknowledged. The root cause of the reported event can be attributed to the xenon lamp which reached its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. (B)(4).

Manufacturer narrative:
Additional information was provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the customer on (B)(6) 2018 indicating that there was no patient involvement during the reported event.